Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's representative reported "pain and the breast was hot and swollen, enlarged and painful lymph nodes in the axillar area, sleeping problems due to the breast pain, anxiety and depression". Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient's representative reported "pain and the breast was hot and swollen, enlarged and painful lymph nodes in the axillar area, sleeping problems due to the breast pain, anxiety and depression". Device remains implanted. This relates to the left side.